Manufacturer narrative:
Telephone number - (B)(6). J&j representative spoke with the account. The account reported that patient had zonular fragility (intrinsic condition of the high-myopic patient). The j&j representative reported that this had nothing to do with the surgeon's skill or inefficiency of the intuitive equipment and that such a circumstance could not have been avoided and could have occurred using any equipment on the market. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an anterior vitrectomy was necessary due to rupture of the posterior lens capsule during cataract surgery using the phacoemulsification technique. This was using the compact intuitive system and a vitrectomy probe which didn't work therefore, patient was transferred to another clinic to complete the procedure. No additional information was provided. This report is for the compact intuitive system. Refer to 3012236936-2022-01674 for the report for the vitrectomy cutter.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 4632 was not provided on the initial report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.